Event description:
The manufacturer received information alleging particles in air path related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Upon review, it was found that the manufacturer was also contacted on (B)(6) 2022 alleging lightheaded, headaches, phlegm spit up, dry and itchy eyes, and nasal/throat irritation or soreness. Section b3 (date of event) and section h6 have been updated accordingly.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported information alleging particles in air path related to a CPAP device's sound abatement foam and caused the patient to have lightheaded, headaches, phlegm spit up, dry and ithcy eyes, and nasal/throat irritiation or soreness.the medical intervention that the patient received in response to the event is currently unknown repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.